Event description:
The patient presented to [redacted name] on [redacted date] for an upper gi endoscopy. The endoscope was passed under direct visualization and advanced to the second part of duodenum without difficulty. The patient tolerated the procedure well. The egd (esophagogastroduodenoscopy ) procedure was unremarkable and completed as planned. The bravo capsule and delivery system was prepared for use. The gi rn verified the mandela vacuum suction pressure. The bravo capsule with delivery system was then introduced through the mouth and advanced into the esophagus, such that the bravo ph capsule was positioned 31cm from the incisors, which was 6cm proximal to the ge junction. The bravo ph capsule was then deployed. The suction remained for 45 seconds as intended by gastroenterologist. The delivery system was then withdrawn. Endoscopy was utilized to check probe placement. The bravo capsule did not attach as intended to the esophageal mucosa. On re-inspection it was noted to be lodged at the level of the airway at the ues (upper esophageal sphincter). An attempt was made to endoscopically retrieve the capsule; however, the capsule fell into the airway. The pulmonology intensivist was contacted to retrieve the capsule via bronchoscopy which was accomplished successfully. No injury to the airway was noted post-procedure. The bravo machine and mandela vacuum were tested and functioning correctly. [Redacted name] believes the disposable delivery system failed. The operator attempted to use the device correctly.